Manufacturer narrative:
Result - no results available since no evaluation performed. Conclusion - known inherent risk of the procedure. (B)(6). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, per physician, the final valve size was too small and a 26mm xt valve should have been implanted. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post transaortic tavr, the final position 80:20 aortic/ventricular tte showed mild pvl, no cai which was confirmed with aortogram. Post dilation with 1+ml (total 17ml) with some additional valve expansion noted. Tte still showed mild pvl but in 3 different jets. Repeat aortogram looked mild to moderate. The decision was made to implant a 2nd valve 2nd 23mmxt, prepped with 1+ ml (total 17ml, the same amount as the post dilation). The valve landed 50:50. Tte showed continued mild pvl, no cai. Repeat aortogram confirmed amount of ai. No further intervention done. Chest closed in standard surgical fashion. Transferred in stable condition. The native annulus measure 20x25 via CT, with moderate annular calcification. Per physician, the final valve size was too small and a 26mm xt valve should have been implanted.